Event description:
The patient reported that in 2008, at 9 am his blood glucose was elevated to 468 mg/dl. He bolused through his infusion device and at 2 pm his blood glucose was elevated to 584 mg/dl. He found that his infusion tubing was separated and insulin was leaking. No further information is available. Product was requested to be returned for evaluation.